Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient was in a car accident and "the impact broke the device". The device was not responding to the programmer and was not able to be interrogated. The icm remains in use. No patient complications have been reported as a result of this event.